Event description:
It was reported that the ventilator had a check vent alarm for battery failed error code while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer was advised to replace the battery.

Manufacturer narrative:
The customer reported that the battery was replaced. Although requested, no further information was provided.